Manufacturer narrative:
Approximate age of device ¿ 3 years and 11 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was fatigued, had short of breath with short distances, but denies chest pain / tightness. The patient¿s hemoglobin and hematocrit was low. The patient was admitted due to gastrointestinal bleeding. No additional information was provided.

Event description:
It was reported that egd/colonoscopy revealed an oozing gastric ulcer with a visible vessel and lips were placed. There was also clotted blood in the gastric fundus and in the gastric body. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.